Manufacturer narrative:
The facility stated there was no malfunction with the bed or bed rails. The bed was a ihcs7 bed, and the rails were invacare¿s thinksoft positioning rails for the cs series beds. The facility provided that a non-invacare mattress was being used on the bed at the time of the event. It was a drive air mattress, model 14030. The bed rails were removed by the facility and bed was put back in use with another patient. The ihcs7 bed owner¿s manual states: bed accessories designed by other manufacturers have not been tested by invacare. Use of non-invacare bed accessories may result in injury or death. Use only invacare rails, mattresses, bed extenders and other accessories with invacare bed products. Patient entrapment from the use of bed side rails may cause injury or death. To avoid patient entrapment: the invacare mattress must fit firmly against the bed frame and bed side rails to prevent patient entrapment. Follow the manufacturer¿s instructions. Monitor patient frequently. Read and understand the user manual prior to using the invacare bed and bed rails. MDR report # (B)(4) was submitted by the facility, which was received by invacare on january 30, 2024. Should additional information become available, a supplemental record will be filed.

Event description:
The facility reported the death of a patient involving a 6-1/2-year-old ihcs7 bed. The patient got entangled in one end of the side rail and suffocated. The facility stated that there were no malfunctions with either the bed or the rail.